Event description:
During primary right total elbow replacement, several issues arose regarding latitude ev instrument malfunction. 1. During initial preparation of the ulnar, the ulnar jig, right was fitted in place as per the surgical technique. The large sizing humeral spool was slid over the central axel of the jig, and the large bellsaw was then placed over the spool, in preparation for profiling the proximal ulnar. When the surgeon activated the drill-reamer power tool, the bell saw central axel jammed within the hollow central axel of the jig. The surgeon was unable to advance the bellsaw, or remove it, as it appeared that the metal surfaces had jammed together. The jig was fully loosened, the bellsaw detached from the drill / reamer power tool, and the jammed construct was removed, carefully, from the elbow joint. The bellsaw was then able to be detached from the jig. On inspection, the inner hollow tube of the ulnar jig, right, appeared to have metal fatigue, causing the central axel of the bellsaw to jam. The surgeon decided to use the ulnar jig, left, flipped it over, positioned it in place, and completed the profiling of the proximal ulnar, to his satisfaction. No further issues with using the large bellsaw eventuated, so the issue must be with the ulnar jig, right. No injury was apparent to any surrounding tissues. 2. During reaming of the ulnar canal (surgeon had sized the prosthesis to be used was a large), which almost straight away was found to be tight / narrow, the 5mm flexible reamer broke. The reamer was removed, inspected and found to be complete. The surgeon was able to complete the surgery without further incident.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During primary right total elbow replacement, several issues arose regarding latitude ev instrument malfunction. 1. During initial preparation of the ulnar, the ulnar jig, right was fitted in place as per the surgical technique. The large sizing humeral spool was slid over the central axel of the jig, and the large bellsaw was then placed over the spool, in preparation for profiling the proximal ulnar. When the surgeon activated the drill-reamer power tool, the bell saw central axel jammed within the hollow central axel of the jig. The surgeon was unable to advance the bellsaw, or remove it, as it appeared that the metal surfaces had jammed together. The jig was fully loosened, the bellsaw detached from the drill / reamer power tool, and the jammed construct was removed, carefully, from the elbow joint. The bellsaw was then able to be detached from the jig. On inspection, the inner hollow tube of the ulnar jig, right, appeared to have metal fatigue, causing the central axel of the bellsaw to jam. The surgeon decided to use the ulnar jig, left, flipped it over, positioned it in place, and completed the profiling of the proximal ulnar, to his satisfaction. No further issues with using the large bellsaw eventuated, so the issue must be with the ulnar jig, right. No injury was apparent to any surrounding tissues. 2. During reaming of the ulnar canal (surgeon had sized the prosthesis to be used was a large), which almost straight away was found to be tight / narrow, the 5mm flexible reamer broke. The reamer was removed, inspected and found to be complete. The surgeon was able to complete the surgery without further incident.